Event description:
Customer is reporting a return pressure dome leak name and function of complainant: same as reporter. Customer reported a blood leak at the return pressure sensor after 300ml whole blood processed. Field training specialist advised the customer of the extracorporeal loss per the user's manual: approx. 250ml. Customer stated the leak came from the return pressure sensor membrane. Fts asked if she wanted service to be dispatched. Customer declined. Customer aborted the treatment without giving blood back to the patient. The kit was not returned for investigation.

Manufacturer narrative:
A review of lot file b324 was performed. There were no nonconformances or alarms associated with this event type for this lot. This lot met all release requirements. A complaint lot review was conducted and no other pressure dome leak was reported to date for this lot. No trends were detected. The assessment is based on info available at the time of the investigation. No product was returned by the customer. Therefore, the root cause for pressure dome leak cannot be determined based solely on the info provided. CAPA number: (B)(4) has been initiated to investigate pressure dome leaks. (B)(4).